Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had speakers that malfunctioned. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had speakers that malfunctioned, and displaying an error message. The customer ordered replacement speakers, and the rse provided the customer with instructions to service the device. Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.